Event description:
It was reported that during an ukr procedure, first the handpiece failed homing multiple times. After running the handpiece test twice, it was able to get the torque below 40. When got into cutting, the system did not recognize the drill. We unplugged the drill and plugged in back in, which resolved the issue. At some point during cutting the handpiece/drill assembly got really hot and started smoking. Did not get an overheating error on the anspach. The case were was able to be finished, but the handpiece kept smoking. No patient harm. Investigation results showed that there were no recognition issue and the overheating was caused by the broken motor shaft driver.

Manufacturer narrative:
The device was used in treatment and it was reported that the system did not recognize drill during cutting, which was resolved by unplugging and plugging in again. At some point during cutting the handpiece/drill assembly got really hot and started smoking. No overheating error on the anspach. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. A drill test was run with the drill and there was an abnormal noise. During that time, the drill overheated to the point where it was too hot to touch. The noise and subsequent heating of the drill is consistent with a broken motor shaft driver in the drill. The malfunction is most probably due to supplier / raw material fault.